Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time carefusion is waiting for components from customer for evaluation.

Event description:
The customer reported that this avea ventilator was alarming "ext (extended) high peak pressure", "circuit occlusion", "low peep (positive end expiratory pressure)", "low volumes", and "fan fault". The customer stated that there was no patient involvement regarding this reported event.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.